Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced fistula, hernia, mesh infection, failure of mesh, adhesions, and chronic wound. Post-operative patient treatment included revision surgery, abdominal wall reconstruction, repair of hernia with mesh, lysis of adhesions, wound vac, and removal of mesh.